Manufacturer narrative:
The hvad is used for treatment not diagnosis. The facility reported that a patient's controller power source connector one (1) would not make appropriate connection with any power source, the controller was subsequently exchanged. There was no reported patient injury related to this event. Device history records indicate the reported power port connector was reworked prior to being released. This rework was then inspected and the controller met all specifications prior to release. Log file data for the reported controller on the event date was not available. However, logs did not show any indication of power source malfunction prior to the event date. Multiple attempts were conducted to obtain the device but the product was not returned. The root cause of the reported "alarms/fault" event could not be conclusively determined because the device was not returned for examination however, a possible root cause for the reported alarms may have been due to a damaged power port connector or the manufacturing rework. The manufacturer has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the patient was not able to connect a power source to power port one (1) on the controller and was hearing alarms to connect a power source. The patient performed a controller exchange to the back-up controller. The facility provided the patient with a replacement controller. The device was not returned to the manufacturer for evaluation. There was no reported patient injury related to this event.